Manufacturer narrative:
Pump was received and all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed off no power test, selftest, displacement test,rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unable to prime during prime test due to faulty force system resistor. Unable to complete functional test due to prime anomaly. No motor error alarm or excessive no delivery alarms noted. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump twice alarmed motor error and no delivery. Customer also indicated that the pump was exposed to a metal detector. Customer's blood glucose was 165 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.